Event description:
It was reported that intermittent malfunction alarms occurred. The customer was able to clear the malfunction alarm, and insulin delivery; however a replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.